Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the MFR indicating that approx 10 months post-implant, the pump was exchanged due to suspected thrombus.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump with no further issues reported. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.